Event description:
During dialysis treatment, it was observed that the lifesite device was not functioning as intended. Further investigation revealed that the cannula had detached from the valve. Surgical intervention was required to remove the detached cannula and attach a new cannula to the valve.